Event description:
The customer reported that an 840 ventilator had an erratic gui display. There was no pt involvement. The covidien tech support engineer (tse) troubleshot the issue with the customer over the phone. The customer was recommended to swap the top/bottom display to determine if the failure resides in the liquid crystal display (lcd) panel or graphic user interface (gui) cpu pcb. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).